Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported pt states implant fractured below gumline.

Manufacturer narrative:
Zimvie received one (1) unknown zimmer implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant was fractured around the collar region. Some damage was seen around the implant's external threads, likely due to the removal process. Additionally, a fractured abutment hex was seen stuck inside the implant's drive feature. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root causes determined from the investigation are long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.